Event description:
The manufacturer received information alleging a ventilator was alarming for a circuit disconnect alarm condition. The patient needed to be resusitated. The patient passed away two days later. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a circuit disconnect alarm condition. The patient needed to be resuscitated. The patient passed away two days later. The device's downloaded event log was reviewed and several alarm conditions for circuit disconnection were observed with the longest alarm duration being 22 minutes long. These alarm conditions were recognized by the presence of alarm reset notations in the error log. No malfunction of the device was observed. The device performed to manufacturer's specifications.